Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical china and the customer's report was observed and attributed to the high voltage module. The high voltage module was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.